Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved an 18 cm (7") appx 1.7 ml, ext set w/chemolock® port, y-connector, graduated adapter and it was reported that when medication instilled, it leaked at the juncture between the chemolock port and clear tubing. Gemcitabine was the medication being administered or performed. There was patient involvement and delay in therapy, but no one was harmed as a result of the reported event.